Event description:
The customer reported to olympus medical that the evis lucera colonovideoscope had a flow issue from the air/water nozzle. The device was returned to olympus medical for evaluation. During evaluation, foreign material was found at the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During examination, the device showed the up/down knob was deformed and no longer water-tight; the objective lens was dirty and relayed no image to the monitor; the connecting tube was discolored and scratched; the connector cover; the light guide lens was discolored; the objective lens was discolored and chipped; the electrical connector was corroded; the suction cover was scratched; the scope connector was corroded and scratched; the light guide cover glass was scratched; the universal cord protector was scratched; the universal cord was scratched; the grip was scratched; the switch box was scratched; the adhesive on the bending section was chipped and cracked; the electrical connector was discolored; the up/down knob was corroded and scratched; the lock engagement lever was scratched; the right/left knob was scratched; the control unit was scratched; the control unit was discolored. Functional testing showed the bending angle was out of specifications for the up direction and the up/down knob had excess play. Both issues were caused by a worn angle wire. Testing also showed the air/water volume did not meet with specifications and the water could not be fully removed from the air/water chamber due to the clogged nozzle. The objective lens was cleaned but showed a chip and this caused a lens flare. The objective lens also showed a scratch and this caused a dark area on the image. The customer was contacted regarding reprocessing at their facility. The customer reported the device was cleaned, disinfected and sterilized prior to return and there was no delay in start of precleaning after procedure. The customer confirmed they flushed the nozzle with water and air and wiped nozzle with clean cloth or towel. The customer stated there were abnormalities in their reprocessing accessories but could not provide any additional information. Based on the information provided by the customer, the device was not reprocessed in accordance with instructions for use. However, the cause of the foreign material was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instructions related to inspection: "9. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities." Review also showed the following relevant instruction: "inspection of the water feeding function: 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.